Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker device exhibited an increase in power consumption which affected this device longevity. A diagnostic data analysis determined that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators (pgs) that have had continuous average power increases due to hydrogen in the enclosed device case. Additional information was received indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.